Event description:
It has been reported that the back left leg on a 6291-3f walker snapped off while the end user was using the walk to get from the living room to her bedroom. The grandson was able to break her fall, but the end user sustained bruising to her left wrist. No alleged medical intervention.